Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer was unable to issue medication. A technical support specialist confirmed that the customer was able to resolve the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank mini, the customer was unable to issue medication. The customer was reported unable to issue metformin tablet 500mg or metformin tablet 1000mg. There were no adverse events or injuries reported based on this event.